Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. The issue was determined to be a defect in the product.

Event description:
It was reported by the customer that the bsa and bmi autocalculation of mosaiq is incorrect. Based on the available information, there was no actual mistreatment.